Event description:
The customer stated that he tested his blood glucose and received a reading of "hi" using his contour meter. He retested using another meter and received a reading of 123 mg/dl. The difference between the test strips falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The remaining test strips are to be returned for evaluation. Replacement test stirps were sent to the customer.